Manufacturer narrative:
The exact date of the event is unknown. The provided event date (B)(6), 2022 was chosen as a best estimate based on the date that the manufacturer became aware of the event. The complainant was unable to report the upn and lot number; therefore the unique identifier (UDI) #, manufacture date, and expiration date are unknown. (B)(4). The device has not been received for analysis. Upon receipt and completion of the problem analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
Note: this report pertains to a spy ds controller and a spyscope ds ii used during the same procedure. It was reported to boston scientific corporation that a spy ds controller and a spyscope ds ii were used during and endoscopic retrograde cholangiopancreatography (ercp) procedure performed on an unknown date. During the procedure, they wanted to use spy and the generator was not working properly. The lights weren't coming on when the catheter was being plugged in. The procedure was not completed due to this event and the patient has to come back for another procedure. There were no patient complications reported as a result of this event.